Manufacturer narrative:
The production device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The service representative observed fault code # 37 (autofill failure) and the reported "gas loss in iab circuit" alarm however was unable to duplicate the reported issue. Unrelated to the event, it was also reported that the service representative replaced the safety disk (part #: 0202-00-0140) that was past due for replacement per the preventive maintenance by factory specification. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The manufacture evaluated the fault logs and concluded that the recorded alarms are consistent with iab catheter failures; however, it is not possible to evaluate the iab catheter because the customer discarded it. The manufacture also evaluated pictures of the solid white line/"white balk" and determined that is the time in standby area that will appear whenever the iabp has assisted and then has been put in standby either manually by the user or automatically by a high priority alarm as reported in the event description.

Event description:
The customer reported: patient was put on intra-aortic balloon pump (iabp) therapy due to weak heart circulation after having aorto-coronary bypass surgery and aortic valve replacement. During iabp therapy, the iabp generated an "air leakage" alarm ("gas loss in iab circuit"). Along with the alarm, a solid white line/"white balk" appeared on the display. The caregivers checked the iab with a syringe to make sure that was no blood or leaks inside the iab tubing. The caregivers also verified the iab position with x-ray and checked there were no blood clots by transesophageal echocardiography (tee). The patient's health status deteriorated and the caregivers made the decision to stop therapy. Shortly after the discontinuation of therapy, the patient died. The patient death per the caregivers, was not attributed to the iabp.

Manufacturer narrative:
(B)(6)2016 11:16 am (gmt-5:00) added by (B)(6) (pid-(B)(6)): updated fields: d11, g4, g7, and h11. D11: sensation plus 8fr. 50cc iab.

Event description:
The customer reported: patient was put on intra-aortic balloon pump (iabp) therapy due to weak heart circulation after having aorto-coronary bypass surgery and aortic valve replacement. During iabp therapy, the iabp generated an "air leakage" alarm ("gas loss in iab circuit"). Along with the alarm, a solid white line/"white balk" appeared on the display. The caregivers checked the iab with a syringe to make sure that was no blood or leaks inside the iab tubing. The caregivers also verified the iab position with x-ray and checked there were no blood clots by transesophageal echocardiography (tee). The patient¿s health status deteriorated and the caregivers made the decision to stop therapy. Shortly after the discontinuation of therapy, the patient died. The patient death per the caregivers, was not attributed to the iabp.

Manufacturer narrative:
Resubmitting f/u 2 as f/u 1 per FDA request. Updated fields: d10, g6, h6. Correction: g6 & h6. D10: sensation plus 8fr. 50cc iab.

Event description:
The customer reported: patient was put on intra-aortic balloon pump (iabp) therapy due to weak heart circulation after having aorto-coronary bypass surgery and aortic valve replacement. During iabp therapy, the iabp generated an "air leakage" alarm ("gas loss in iab circuit"). Along with the alarm, a solid white line/"white balk" appeared on the display. The caregivers checked the iab with a syringe to make sure that there was no blood or leaks inside the iab tubing. The caregivers also verified the iab position with x-ray and checked there were no blood clots by transesophageal echocardiography (tee). The patient¿s health status deteriorated and the caregivers made the decision to stop therapy. Shortly after the discontinuation of therapy, the patient died. The patient death per the caregivers, was not attributed to the iabp.